Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, cath attach, and coil catheter (distal end device components) showed no deformities or signs of damage. The drive wire remains attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because all the components of the device (particularly the clip) were not returned for evaluation. In addition, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A definitive cause for the reported observation could not be determined. The instructions for use state that removing the undeployed device through a retroflexed scope can cause detachment of clip. The instructions for use instruct the user to uncoil the device and verify smooth handle operation and clip action. Open the clip by gently moving handle spool distally (away from handle thumb ring). Once the clip is fully open, do not continue advancing handle spool as the clip may prematurely detach from catheter. Close the clip by moving the handle spool proximally until the clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use also state that with the clip closed and without holding handle spool, advance the device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy the clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook instinct endoscopic hemoclip. The device was removed from the packaging and handled properly. As soon as the device was introduced into the endoscope, the clip deployed [premature deployment inside the endoscope]. The physician was able to remove the endoscope, the device [clip catheter], and [deployed] clip from the endoscope with no harm to the patient. Another of the same device was used to continue the procedure with the same endoscope.